Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields d10 and h3 were updated.

Manufacturer narrative:
The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Occupation was lay user/patient.

Event description:
The initial reporter had an issue with the display of the coaguchek xs meter that could affect the interpretation of results. The display issue was first noticed approximately two months ago, patient is unable to specify specific date. The device had missing segments in the results field that impeded the customer's ability to read the display results field. Distortion of numbers was observed and the results field was illegible. The customer confirmed actual results obtained on the meter have not been affected by the display issue.